Event description:
Pt was seen by personal md following a reaction to the "ap" pad. The pt was concerned of the rash by left breast and on the back of right shoulder where the pads were placed. The rash began 3 days after the initial procedure. The skin was red, irritated and blistered in certain spots. The rash area is entirely red showing outline of the pad. The MFR was contacted, via voice mail on 02/08/2001 and again on 02/12/2001. A rep of ballard medical advised reporter to file a FDA medwatch report and a copy of the MFR report to them.